Manufacturer narrative:
Brake ring on wheels and brake pedal not completely unlocking brakes.

Event description:
It was reported by service report that the brake and steer functions were not working properly. No pt involvement or adverse consequences are reported.